Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The customer acknowledged and understood the instructions.